Event description:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 4/9/2013 and 3/28/2013 respectively with the following findings: the meter and test strip has passed testing. The reported issue could not be reproduced. Unrelated to the primary issue, the test strips were found to have an error 3 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 2/22/2013, test strips- 3/27/2013.